Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited noise on the rate/sense channel that precipitated pacing inhibition, causing the patient to feel syncopal. The sensitivity setting in the right ventricle (rv) has been decreased. No inappropriate therapy has been delivered and no adverse patient effects were reported.